Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Cholecystectomy laparoscopy - "balloon exploded during intervention. Consequence: air leakage, uncertainty about piece of plastic intra abdomen. (Not observed)" additional information received on october 24, 2016. User was able to inflate the balloon after introduction into cavity. It is unknown if damage was visible to the balloon. Two metal retractors were used during introduction. It is unknown if scratches were present on the shaft of the trocar. There was no damage to the check valve. It is unknown if any sharp instrument came in contact with the balloon. Patient status is ok. Original description in french: "ballon explose pendant l'intervention. Consequence: fuite d'air. Incertitude de bout de plastic intra-abdo (non-constate.)"

Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted a scratch on the cannula and the balloon was torn with no fragmentation of the balloon material. The tear on the balloon had a smooth edge, indicating the tear was likely caused by an instrument. Engineering attempted to inflate the balloon, but the balloon would not hold air. During the manufacturing process, all balloon trocars are 100% visually inspected and leak tested prior to packaging. The root cause of the event is likely due to damage caused by instruments used in the procedure. As stated in the instructions for use (IFU), "do not allow sharp instruments or objects to come into contact with balloon." Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. After evaluation by engineering, the event is deemed not reportable as it is unlikely to cause or contribute to death or serious injury. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.